Event description:
I had essure implant surgery in (B)(6) 2012. I had a confirmation test completed 4 months after the procedure. I have experienced continuous pain with one of the implants, but more importantly I just found out that I am pregnant. After signing multiple documents acknowledging that I understood I would be sterile and unable to have any more children, it is shocking to find out that I am pregnant a year later. At this point, the risk to myself and fetus is unclear.